Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set tubing detached from connector event on (B)(6) 2026. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.